Event description:
Philips received a complaint on the efficia dfm100 device indicating that the capacitor energy was low. The device was evaluated by a philips rse and the reported issue was unable to be duplicated. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.